Event description:
It was reported that during a laparoscopic cystectomy procedure the surgeon fired the first clip and it scissored, the next firings also scissored and the some clips ejected and fed sideways. The clips were removed and the second device did the same thing. They pulled a third device and completed the procedure. There was no patient consequence reported. The devices are being held at the account and will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was a cholangiogram performed during the procedure? No. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? 2 devices had same issue. Was the device fired after this incident in or out of the patient? In.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.